Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that pca morphine infused faster than expected. The customer reported that there was no paint harm. Although requested there was no additional event details provided at this time.

Manufacturer narrative:
The customer¿s report of a morphine over infusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pca module to be operating within specification. Analysis of the pcu event log shows pca module was programmed to infuse a pca dose + continuous infusion of morphine 1mg/ml 55mg in 55ml (drugid 318) at 6:22 pm on (B)(6) 2019. The infusion ran until 12:45 pm on (B)(6) 2019. There was 1 pca request delivered and 2 requests not delivered due to the lockout interval. The volume recorded as being infused during this period was 14.7553ml. The root cause was not identified.

Event description:
It was reported that pca morphine infused faster than expected. The customer reported that there was no paint harm. Although requested there was no additional event details provided at this time.